Event description:
It was reported that during a ptca procedure, the shaft of the catheter broke during advancement into the guide catheter. The catheter was removed without incident. No patient injuries or complications were reported.